Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette was leaking and water ran into the console. System messages displayed on the console. The nurse found that there was balanced salt solution on the back of the cassette as well as in the middle area of the fluidics module. There was also solution in the sieve below the unit. The device was dried and used again. The procedure was completed. Patient impact is unknown.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cassette was leaking and water ran into the console. System messages displayed on the console. The nurse found that there was balanced salt solution on the back of the cassette as well as in the middle area of the fluidics module. There was also solution in the sieve below the unit. The device was dried and used again. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The returned wet cassette was visually inspected and no obvious defects were observed. It was noted the drain bag was not returned. Surgical residue was found in the fluid path of the used cassette, and the aspiration line of the probe and irrigation/aspiration (I/a) manifolds. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 7500 cut rate displayed on the screen when the radio frequency identification (rfid) was connected to the console. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A calibrated console was then used to functionally test the returned cassette. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion, irrigation, and aspiration performance was tested at specific data points and met specification. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. Iop was stable during functional and performance testing. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. No system message code was generated during testing. After testing, 400 millimeters (ml) of fluid was introduced through the cassette to the drain bag, no leakage was observed from the cassette, the manifolds, or any area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint could not be established as the presence of fluid leaking from the cassette and generation of a system message code was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of leakage from the infusion or pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After investigation of this complaint, it has been determined that this sample functioned per specifications and no leakage was detected; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. A review of the reported system messages indicates only one of the three system messages reported are associated with the system. A sample is expected but has not been received for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).